Event description:
It was reported during implant procedure that the atrial lead dislodged from the tissue multiple times but was able to be repositioned. During post procedure follow up the next day, it was discovered that the lead exhibited loss of capture. Chest x-ray confirmed the lead had again dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.